Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3694576 and product code 810041b. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and the mesh was implanted. It was reported that the patient experienced intolerable hip, leg, groin, and vaginal pain.